Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system on site and confirmed that the flexvision intermittently rebooting during case. The rse checked the list of deliverables and the system reports losing connection to flexvision pc. Review of the log files showed that the system had possible flexvision error. The flexvision pc rebooted without any user input. The rse replaced the flexvision pc. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the flexvision intermittently rebooted during a case. There was no reported patient or user harm. The investigation is ongoing. A follow up report will be submitted when further information is received.